Event description:
It was reported that the patient twiddled the right atrial (ra) lead and right ventricular (rv) lead causing dislodgement of both leads and a fracture of the ra lead. It was further reported that the patient fell off a scooter which caused the leads to dislodge. It was further reported that the implantable pulse generator (ipg) was the sole cause of the device flipping and leads retracting into the pocket. It was also reported that both ra and rv leads were explanted along with the ipg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 407652 lead; therapy date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the hybrid revealed the device set rrt while implanted. Review of save to disk data and longevity calculation showed that the device had an unexplained depletion quicker than expected and unexplained variations in battery impedance while the device was still implanted. Both loaded and unloaded pacing current drain levels were normal for this device. There was no evidence of a high current drain condition on the hybrid. Analysis of the battery revealed no evidence of an internal mechanism for premature battery depletion was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.